Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with a loading dose injection of reflin (dose and route not reported) and injection of fortum 1 gram (frequency, duration and route not reported) for the event of peritonitis. The action taken with dianeal therapy was not reported. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.